Event description:
It was reported that during the attempted implant procedure, the physician was unable to advance the right ventricular lead. It was also reported that when the physician tried to pull back the lead to remove it, the lead became lodged in the subclavian. Subsequently, the physician had difficulty removing the lead resulting in the lead "unbraiding and the insulation tearing". The lead was partly removed and the remaining part was capped and secured. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A voluntary medwatch form 3500 was received.